Event description:
Device 2 of 2. Reference MFR report #1627487-2012-12555. It was reported, the patient experienced a spinal headache. Reportedly, the physician believes a cerebrospinal fluid leak occurred during the implant procedure. Reportedly, the physician plans to perform a blood patch. Note: the patient has two leads from different lots implanted.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.